Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by visual and functional inspection. The downstream occlusion (dso) sensor seal was separated from the chassis. The dso seal was replaced, and the device passed functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the downstream occlusion (dso) sensor seal separated from chassis. Discovered during testing. There was no patient involvement.